Manufacturer narrative:
Additional information: it was reported the thumb switch would not turn off all the way. The device was safely removed, with no deformation observed . No patient injury was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a hawkone. The device was prepped with no issues. It was reported that the device jammed and would not pack. No patient injury was reported.

Manufacturer narrative:
Product analysis: the hawkone device was returned no ancillary device or images were received. The device was removed from the packaging for visual inspection. The device was connected to the cutter driver. Blood was noted throughout the distal assembly. It was also noted that the guidewire lumen was detached at the proximal end. The detached section was approximately 4.2cm in length. Proximal tip of the guidewire lumen appeared frayed. A zipper tear was observed in the distal end and into the rotating distal tip. The cutter was observed advanced approximately 2.6cm distal to the cutter window. The cutter driver was activated successfully. The cutter was able to be retracted into the window. No damage was noted to the cutter. The cutter was attempted to be advanced however the cutter was unable to advance fully - due to biological material. The device was then cleaned using the distal flushing tool (dft). After cleaning the distal assembly, the cutter was re-advanced and was able to advance approximately 2.5 cm distal to the cutter window. If information is provided in the future, a supplemental report will be issued.